Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the wallstent could not be retrieved. The 80% stenosed and calcified lesion was located in a shunt in the moderately tortuous left antebrachium. The physician had begun to deploy the wallstent, and approx half of the stent had been deployed, somewhere between the distal marker and the limit marker. The physician tried to reconstrain the stent for repositioning, however, he was unable to reconstrain the stent. The stent delivery system was then retrieved into the introducer sheath and removed without further incident. The pt did not experience any symptoms during this event. The procedure was then completed with another of the same devices, and pt status was reported as 'good'. The physician again tried to reconstrain the wallstent into the outer sheath once it was outside of the body and it was completed 'smoothly'. The stent was deployed successfully outside the body. The physician attributed the difficulties in reconstraining the stent to anatomy issues (calcification).